Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a routine follow up, the manufacturing representative wanted to demonstrate the sound of a recommended replacement time (rrt) alarm to the patient. However, the cardiac resynchronization therapy defibrillator (crt-d) was unable to product any alarm sound. The device is planned to be explanted and replaced. No patient complications have been reported as a result of t his event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.